Event description:
A possible device malfunction was seen when the user attended a follow-up appointment after reporting that dl the coil will only flash red and he cannot hear from his device. The user reportedly hit his head off a cement floor, over the implant site in the summer. However, the user had not been wearing the device at this time as he lost the external device in (B)(6) 2021. The reports of decreased hearing and red light flashing were seen immediately upon wearing the device again. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
A possible device malfunction was seen when the user attended a follow-up appointment after reporting that the dl coil would only flash red and there was no sound perception with the device. The user reportedly hit his head off a cement floor over the implant site in the summer. However, the user had not been wearing the external device at this time as it was lost in (B)(6) 2021. The reports of decreased hearing and red-light flashing were seen immediately upon wearing the replacement external device again. The user was re-implanted.

Event description:
A possible device malfunction was seen when the user attended a follow-up appointment after reporting that the dl coil would only flash red and there was no sound perception with the device. The user reportedly hit his head off a cement floor over the implant site in the summer. However, the user had not been wearing the external device at this time as it was lost in (B)(6) 2021. The reports of decreased hearing and red-light flashing were seen immediately upon wearing the replacement external device again. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. The investigation results appear to match the problems mentioned in the patient report. A contribution of the reported trauma to the head to the observed damage cannot be confirmed. This is a final report.

Event description:
A possible device malfunction was seen when the user attended a follow-up appointment after reporting that the dl coil would only flash red and there was no sound perception with the device. The user reportedly hit his head off a cement floor over the implant site in the summer. However, the user had not been wearing the external device at this time as it was lost in (B)(6) 2021. The reports of decreased hearing and red-light flashing were seen immediately upon wearing the replacement external device again. Further medical intervention is considered; however, no further information has been received.

Manufacturer narrative:
Additional information: based on the received information, a mechanical damage of the stimulator housing, which is typical for an external impact to the housing, appears likely. However, an investigation of the explanted device is necessary to determine an exact root cause of failure. No information on possible further steps has been received.